Event description:
It was reported that six months post implant the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2014; 6947m62, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.